Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 3/23/2016, the reporter contacted animas and alleged the pump had an intermittent power issue and the patient had a blood glucose of 414 mg/dl with nausea and drowsiness. Patient received no unusual treatment. During troubleshooting, customer support found that the battery compartment was cracked and there was moisture. The battery cap was not damaged. This complaint is being reported because the power issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 6/6/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2016 with the following findings: the bb shows a por after a replace battery alarm on (B)(6) 2016 14:09; deliveries resumed at 14:39. Por on (B)(6) 2016 14:58; deliveries resumed at 15:50. Por (B)(6) 2016 15:55; deliveries never resumed. No moisture observed in the battery compartment. The battery compartment has stripped threads, no cracked were observed. The returned battery cap has stripped threads & is unable to fully attach to the pump. Power on resets duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power on resets were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range audio bolus button cover is torn- button is still operable. Display screen has a pinkish contrast. Leak test fails with audio bolus button leak. Removed the pump cover; no evidence of internal moisture or damage to the power circuit was found.